Event description:
A ventilator was returned to a third party service center for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at a third party service center, an issue with the oxygen blending module was observed. The oxygen blending module sensor port clip was found to be disconnected resulting in a leak. The device's oxygen blending module sensor port clip was reinstalled to address the issue.